Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the distal clevis pin was missing from the distal clevis hub. The hub did not exhibit any wear. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the missing distal clevis pin, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the prograsp forceps instrument pin on the distal end was protruding out, which prevented removal of the instrument from the cannula during a da vinci inguinal hernia repair procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.